Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely as the remaining longevity decreased from 5.5 years to 2 years over the last 2.4 years. The doctor stated the patient will be followed again in 3 months and the local boston scientific sales representative will be present at the visit. The information from the upcoming visit will be communicated to technical services. This device remains in service and no adverse patient effects were reported.